Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, received replacement pump within warranty, was given storage and return instructions for malfunctioning pump, and was advised to return affected pump to tandem.